Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The caller was informed about the shipment of a replacement pump with updated software and advised on necessary steps, including returning the malfunctioning pump. The customer understood and acknowledged the instructions provided.